Event description:
It was reported that a cadd-legacy® 1 ambulatory infusion pump exhibited a "double beep, no cassette" alarm and had a damaged screen and keypad cover. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the pump to be in fair condition; the rear housing was cracked, the screen was scratched, and the overlay was worn. There was no evidence of the reported problem in the event history log. Use testing was able to confirm the complaint. Upon power up, the device started "double beeping". The alarm was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.